Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement confirmed via x-ray. This lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis. The returned product was analyzed and the dislodgement allegation was not confirmed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement confirmed via x-ray. This lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.